Event description:
Healthcare professional reports results higher than reference with hemochron elite microcoagulation system while running citrated aptt cuvettes over the past several months. Customer reported examples of the observed discrepancy. Example 1 of 2: citrated aptt test generated result of 160 plasma equivalent seconds (pes) and lab result generated lab result of 77 pes. Example 2 of 2 filed on MFR report# 2248721-2012-00016. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer provided cuvette lot# h1jcc015. Actual device not evaluated. Process eval performed. Cuvette device history records reviewed and found to meet specs. No related ncmrs, complaint trends, or CAPA identified. Itc has requested all data required for form 3500a.